Event description:
The remb sag saw was returned for service. Upon eval at the manufacturer, it was found to run without user activation. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion was discovered within internal components of the device.